Manufacturer narrative:
This report is being submitted as follow up no. 1 to update sections and to provide the completed investigation. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on historical data, the reported event may be related to the device not being in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device did not deploy. When pulling out the angio-seal sheath everything came out and the anchor and collagen were stuck inside the sheath. The blood loss was less than 250cc. Hemostasis was achieved by manual compression. The treatment of the peroneal artery was successful. There were no other devices for equipment being used with the reported product.